Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: left femoral access site had concentric calcium and was only about 7.5mm. Rep advised against using the vascular closure device but the suture mediated closure device was not an option either. Physicians decided to proceed with the vascular closure device. Post deployment angio showed minimal blood flow distal to the device. Physicians went up and over from right access and ballooned left iliac which had a lot of calcium on the way to site. Two balloons ruptured during inflations due to calcium. Ballooned at site, but there was also a perforation noted in the vessel from the wire near the device. A cut down was then performed on the left side. Additional information stated that the device was removed. The vessel was full of plaque and calcium and was cleaned out.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the left common femoral artery. Arteriotomy was noted as 7.5mm, and a depth measurement of 4.5cm + 1.0cm. Micro puncture and ultrasound were utilized to gain a central positioned access. Moderate calcification, concentric wall and circumferential wall calcification were present. The vessel was full of plaque and calcium and was cleaned out. The IFU warns do not use manta in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. Procedure preparation instructs to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The proctor advised against using manta, however, a suture-mediated closure was not an option, and the physician choose to proceed. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate, although a post angiogram indicated minimal flow distal to manta. The physician attempted to advance contralateral balloons; still copious amount of calcium was present which ruptured two balloons during the inflation step. The physician was able to balloon the manta site, but a perforation near the manta, from the wire was noted. The vascular surgeon was called in and performed a cut down, explanting manta and the patient outcome was fine. The cause of the minimal flow is likely due to the presence of the copious amounts of calcium and plaque present within the vessel, and when manta was deployed, the toggle either caught onto the plaque, or a piece of dislodged plaque could have caused the minimal flow. However, the root cause in this instance is user error due to poor patient selection. Potential adverse events related to the deployment of vascular closure devices have been identified and include ischemia of the leg or stenosis of the femoral artery, perforation of iliofemoral arteries, causing bleeding/hemorrhage, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma.